Manufacturer narrative:
Consumer states that while exiting his bathtub, the tub bar allegedly malfunctioned. This caused injuries to his left foot, left hand, left shoulder, right thigh, and a torn ligament. Manufacturer of the tub bar is unknown. Tub bar instructions are also unknown so whether or not the consumer followed these directions is unknown. A more thorough analysis would require product return. Malfunction has not been established. MDR filed based solely on alleged injuries.

Event description:
The consumer was exiting his bathtub utilizing the tub bar, when it allegedly malfunctioned, causing him to fall and result in a torn ligament in his right thigh.